Event description:
The customer reports that, in the neurosurgical unit, during removal of the swg, the swg unraveled. The catheter and swg were removed together and a new catheter was successfully used. No delay in therapy, no consequence for the pt.

Manufacturer narrative:
(B)(4).